Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown lcp plates/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal, ¿controlled dynamic stability as the next step in ¿biologic plate osteosynthesis¿ - a pilot prospective observational cohort study in 34 patients with distal tibia fractures¿ (2014) freude, t., et. Al. Patient safety in surgery, 8:3. Between 03/2009 and 10/2010, a multi-centre study on the plating of acute traumatic distal tibia fracture with low bend distal medial tibia lcp and the dls 3.7 was conducted. The purpose of this prospective, non-controlled cohort study consisted in evaluating the safe use of the new dls 3.7. The patients were recruited in four centers. Surgery was performed within 4 days after the trauma. Either a 3.5 lcp low bend medial distal tibia plate (depuy-synthes, zuchwil, switzerland) or an lcp distal tibia plate (depuy-synthes, (B)(4)) was used in all cases. In total, 34 fractures in 34 patients were enrolled in our own center in the contest of the limited multi-center study. One year postoperatively, during implant removal in another hospital, one dls 3.7 was found to be broken. In another case, the patient had no compliance and was already hiking after 4 weeks. The control x-ray which was realized after 1 year, showed the breakage of the three dls 3.7 screws. In a third case, all three proximal screws were not inserted completely bicortically, but just into the cis-cortex, two screws were found to be broken during implant removal. In another case, the plate, which was fixed with a dls 3.7 in the proximal part, was combined with a lag screw. After 3 months, the breakage of the lag screw was noted, probably as a result of the micro-motion enabled by the dls 3.7. A total of 12 implant removals in the distal tibia were uneventful and the screws could be extracted with the stardrive screwdriver without any problems. This is report 2 of 3 for (B)(4). This report is for an unknown lcp plates and captures the device interaction between the plates and broken screws. This report is for 1 device.